Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that they experienced the high blood glucose. The blood glucose of the customer was 400 mg/dl at the time of the incident. Customer does not feel ok to troubleshooting for the high blood glucose. The customer states the cannula was bent. The customer was treated with the insulin pump. The device will not be returned for the analysis.